Event description:
It was reported that a li61 lens was implanted by retina specialist and anterior chamber lens was implanted as a replacement. The reason for explant was not provided.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.